Event description:
The affiliate reported that the valve does not work correctly. As a result, the valve was changed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve was visually inspected and what looks like a very small needle hole was found in the silicone housing after the valve mechanism. This could be due to a sharp or pointed object coming in contact with the silicone housing during implant or explant but this could not be confirmed. No occlusions were noted in the valve or catheter. An air bubble very slowly came out of what seems to be a small needle hole in the silicone housing; this had no effect on the pressure control. Review of the device history record has confirmed that the valve conformed to the specifications when released to stock. No root cause could be determined as the problem reported by the customer was not confirmed. The valve functioned. The small needle hole found in the silicone housing did not have an effect on the pressure test. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.